Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported getting multiple no delivery alarms during manual prime. The blood glucose is 86 mg/dl. Nothing further reported.